Event description:
It was reported that high impedance was observed on the patient's device during a clinic visit. The patient was stated to not have any seizures or discomfort. The physician decided to continue monitoring the patient for tolerance and efficacy. The patient would be seen again in a few months to reassess and determine if a revision is appropriate at that time. No additional relevant information has been received to date.